Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that during the continuous administration of blinatumomab, the tubing is cracking at the distal section of port tubing just above the q-site. Additional information received 10/23/2024: it was reported by the customer patient was receiving blinatumomab in the outpatient setting when the port line cracked and required readmission to the hospital overnight to be re-accessed and a new bag of chemotherapy initiated. Crack resulted in treatment delay, inability for patient to receive total drug ordered and unnecessary procedure.